Manufacturer narrative:
Conclusion: based on the received information and device investigation, it seems that the reported problems were most likely caused by the reference electrode being embedded in bone. In addition, a damage to the active electrode likely caused by minute device mobility may have led to a reduced number of usable electrodes over time. This is a final report.

Event description:
The patient used the device successfully for 4 years; then she began experiencing headaches only when wearing the processor.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient used the device successfully for 4 years; then she began experiencing headaches. For the last 2 years she was a non-user.